Event description:
It was reported that a power on reset (por) occurred with an unknown error. It was reported that the patient¿s symptoms came back and the general condition had deteriorated. The reporter noted the patient suddenly felt a loss of stimulation. It was noted that a few hours prior, the patient¿s handset showed that the implantable neurostimulator (ins) was approximately 2/3 full. It was noted that there was no contact to the patient programmer and recharger. It was noted that physician mode reset (pmr) was tried three times and they got no contact with the ins. It was further reported that the date of explant was 2013-(B)(6) and the patient received a new device.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) hybrid found there was a copper trace anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.